Event description:
It was reported that since (B)(6) 2015, when the patient stood up, urine started to run down their legs because the stimulator was not working. The stimulator hadn¿t done much in the past 5 years. The patient¿s family member was trying to make an adjustment with the patient programmer, but it would not communicate or interrogate. They replaced the batteries in the programmer and it was still not working. They left messages for the manufacturer representative yesterday and this morning, but hadn¿t heard back from them. They tried using the programmer several times to communicate but were unable. They were trying to get in touch with the manufacturer representative so they could check the patient¿s device. About 4 or 5 years ago the manufacturer representative came out to their home to check the device because the patient was home health. The patient¿s family member asked if the patient programmer was not working because the implant was not working. They were getting poor communication with and without the antenna. They were not being able to make adjustment both with or without the antenna attached. Analysis resoldered the patient programmer antenna jack for preventative maintenance. C200. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report #3004209178-2015-10352 for lack of effect with the patient¿s previous ins.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v450734, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.